Event description:
It was reported that a patient presented with over-sensing episodes. Further examination of the transmission revealed loss of high voltage output resulting in sustained arrythmia along with under-sensing. Corrective programming changes were recommended. No information regarding adverse patient consequences were reported.